Manufacturer narrative:
A ge representative evaluated the system and determined the monitor needed to be replaced. The customer has not yet given permission to replace the monitor.

Event description:
It was reported that the right monitor on the workstation is not working. No patient injury was reported.